Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 assay. Pcr confirmation tests were performed and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m177759 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m177759 and test base part number 190-430 / lot m177759. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177759 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.